Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it rebooted during patient care. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system power was failed. A technical support specialist (tss) identified a power-related error in the anesthesia log. The field service engineer (fse) inspected the station and found drawer 3.2 was open when the station went down. The retractor bands on drawers 3.1 and 3.2 were replaced, cables were verified, and the all-in-one was reseated. The power supply, battery backup was tested successfully in diagnostics, and the customer was able to access medications without issue, confirming the resolution. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it rebooted during patient care. The customer reported there was a delay in dispensing medications to the patient and issue occurred during patient care. There were no adverse events or injuries reported based on this event.